Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant product are as follows: kit svc o2 bi71000166 cable door sw assy if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system showed door open, but the site could not close it.